Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the leakage could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the head unit. A root cause of the detached cable unit could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited leakage from the head unit and a detached cable unit. There was no patient involvement.